Manufacturer narrative:
Medical records were received and reviewed. Medical records did not contain hospital progress notes, an updated history and physical or treatment records for review.

Event description:
Medical records were received from the patient's treatment facility. Medical records did not provide additional information concerning patient's hospitalization for stomach pain.

Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) registered nurse reported the patient was not able to drain due to large accumulation of stool. The patient consequently experienced stomach pain and was subsequently hospitalized from (B)(6) 2016 through (B)(6) 2016. X-rays were performed and indicated that the patient had constipation. The patient was given a lactulose and thus has recovered from constipation.